Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing. The customer's blood glucose value was unknown. Customer reported on 2 sensors were inserted which had no signal and after pulling away from skin, there was no cannula. The device will not be returned for analysis.